Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported that around 1 am on (B)(6) 2021, a sensor reading of 27 mmol/l (486 mg/dl) was obtained and he experienced symptoms described as ¿chill, felt very cold, shaking, and seizure. The customer further reported self-treating with tylenol and no further information was provided. There was no report of any third-party medical intervention. There was no report of death or permanent injury associated with this event.